Event description:
During the pt's surgery on (B)(6) 2014 (reference MFR report #1627487-2014-26709), it was reported the pt's physician was unable to withdraw the stylet from the scs lead that was implanted. The stylet remains inside the lead, and the pt is reportedly receiving effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.